Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic left heart catheterization procedure was performed when the issue happened, and procedure completed by using another system after approximately a one-hour delay a philips remote service engineer (rse) examined the system remotely and found system was unable to take exposures during a procedure. To resolve the reported issue, another case work order a field service engineer (fse) implemented fsca on 16jan2025 and deleted the patient database to free up space on the hard drives. On 21jan2025 the issue re-occurred and fse reformatted the image drive to resolve the issue. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.